Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, part of the embolization coil detached in the artery. An attempt was made to remove the coil; however, the attempt was unsuccessful and the patient was taken to surgery. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06/08/2018.